Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the recharger (insr) started overheating probably about a month ago, it was taking too long to charge the ins and the charge did not last very long. The patient said that 2 days ago they got a burn mark on their back from the insr antenna overheating. The patient also mentioned the insr charge ran out last night and the stimulation was not working now. The patient said they were afraid to put the insr back on the ins again because of the burn mark. It was suggested for the patient to charge over a thin shirt instead of bare skin and the patient said they always had to put insr antenna over their skin in order to charge. The patient was directed to follow-up with their healthcare professional regarding the burn mark. A replacement insr was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 37751, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient who reported that it takes at least 6 hours to recharge the battery of the stimulator. Patient had to recharge the stimulator every 2 days. Before calling manufacturer, the last 2 times before patient was burned, the recharger overheated twice when the battery reached 3/4 full. Patient stated that the last charge was when patient was burned. Then, patient called manufacturer and requested for a replacement to come. Patient have been charging over the t-shirt. Patient said he used colloidal silver to treat the burn. Patient said the issue of stimulation not working and burn mark has been resolved and he's healing. Patient received a charger replacement. Patient just concerned about how long it takes to charge and how long it lasts.